Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. The technician found the unit to be operating properly. No issue with the function or operation of the washer was identified. The reported event could not be duplicated. While onsite, the technician was informed that the employee's hand got caught between a washer loading rack and the washer's door causing the reported event to occur. As designed, the washer's safety bar was activated, and the washer's door raised in height upon contacting the washer rack. The reported event is attributed to user error. The employee should not have attempted to remove the obstruction from the washer while the door was closing. The reliance vision single chamber operator manual states (1-2), "if obstruction is present in chamber door, do not attempt to remove the object. Door automatically raises and remains open. Hot water and steam may be sprayed through door opening. Always wear appropriate personal protective equipment (ppe) and wait for water flow to stop." The account manager conducted in-service training on the proper use and operation of the reliance vision washer. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a hand injury while attempting to move an obstruction from the chamber door while loading their reliance vision single chamber washer. Medical treatment was sought and administered.